Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in italy, regarding an implant case of a 23mm sapien 3 ultra valve by transfemoral approach. During procedure, there were some difficulties to advance the valve through the esheath. Before the valve deployment, the patient became hypotensive, the valve was deployed with good result. After procedure, pericardial effusion was noticed on the echocardiographic control. Therefore, the cardiac surgeons proceeded with the sternotomy to view the perforation site. Left ventricle presented two cuts of approximately 1.5cm in the lateral wall, which was repaired with stitches. After surgery, patient was transferred to ICU for recovery. Patient was discharged from hospital. As per medical opinion, the root cause of the ventricular perforation could be related to the push force applied during the advancement of the first section of the valve into the esheath, which could have moved forward the guidewire which perforated the left ventricle.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported events were unable to be confirmed without the return of the device or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, during procedure, there were some difficulties to advance the valve through the esheath and before the valve deployment, the patient became hypotensive, the valve was deployed with good result. After procedure, pericardial effusion was noticed on the echocardiographic control. Therefore, the cardiac surgeons proceeded with the sternotomy to view the perforation site. Left ventricle presented two cuts of approximately 1.5cm in the lateral wall, which was repaired with stitches as per medical opinion, the root cause of the ventricular perforation could be related to the push force applied during the advancement of the first section of the valve into the esheath. As per follow-up with field clinical specialist, the degree of tortuosity and calcification was moderate and mild, respectively. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. If excessive manipulation was used to overcome any resistance or high push force during delivery system advancement through the sheath, it may have contributed to the reported guidewire movement, and consequently the ventricle perforation. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.